Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth due to concern with the product. The device remains implanted.

Event description:
Healthcare professional reported "deflation" and "exchange from textured to smooth due to concern with the product". This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaint codes are: - deflation: observed an opening assessed as fold flaw opening. - anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, wear abrasion and delamination the plug strap disk shell were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth due to concern with the product. The device has been explanted and replaced.